Event description:
Patient's legal counsel reports patient underwent a right carpal tunnel release procedure on (B)(6) 2011 using a biomet indiana tome system. The patient alleged pain and numbness in her right hand. Subsequently, the patient was revised on (B)(6) 2013. The surgeon confirmed the right median nerve was severed. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.